Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 15 atmospheres for 50 seconds, the balloon ruptured vertically from the tip to the center part. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.